Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). The returned miracle 6 guide wire was found fractured at approximately 1685 mm from the proximal end. Microscopic observation revealed that the fracture surface was uneven, inferring that repeated stress had likely contributed to the fracture. The ptfe coating was intermittently peeled off for approximately 17 mm proximal to the fracture end due to undetermined cause. Scanning electron microscopy was performed on the fracture end. Multiple circumferential cracks were observed on the wire shaft and striations (marks made at a time the crack had propagated) were observed on the fracture surface. These findings suggested that repeated bending stress had most likely contributed to fatigue fracture of the guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress was applied on the miracle 6 guide wire in attempts to cross the severely calcified cto. When the accumulated stress exceeded the product's design limit, the guide wire became fractured and separated. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a pain old balloon angioplasty was performed to treat a moderately tortuous, severely calcified chronic total occlusion (cto) in the right coronary artery. An asahi miracle 6 guide wire was used in attempts to cross the cto when the tip of the guide wire broke off and remained in the artery. Emergency surgery was performed to successfully remove the separated tip. The surgery completed smoothly. The patient had been stable without problem so far.